Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, an (B)(6)-old female child patient's infusion set's tubing detached/broken at site connector. Reportedly, the infusion set was never used, and it was broken when opened. At the time of event, her blood glucose level was 250 mg/dl. Further, the patient ran out of infusion due to its breakage and will do manual injections to resolve the issue. No further information available.